Event description:
Customer reported hospitalization due to low blood glucose. The event happened sometime in 2011. The blood glucose reading was 20 mg/dl. Customer stated that he was new the insulin pump therapy. The current blood glucose reading is 156 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.